Event description:
It was reported that the right ventricular (rv) lead was fractured and exhibited noise and impedance issue. This lead was surgically abandoned. No additional adverse patient effects were reported.